Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing properly during a laparoscopic donor nephrectomy. End tones and regrasp alarms were heard. Blood loss was reported but the amount is not known. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The device was activated on simulated tissue with acceptable results. No alarms were generated during activation. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.